Manufacturer narrative:
The reported event of crm (B)(4) - pi pca8120 did not give accurate reading file was opened to document an event that the customer reported. An investigation can¿t be performed using the attached data set alone. No further investigation of this event is possible at this time. Review of the source device s/n (B)(4) service history showed the device had a manufacture date of 4/03/2015. Review of the qn database was performed beginning from the date of manufacture through present. The database showed a quality notifications was not opened for the source device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
Broken pole clamp/recall affected. (B)(4).